Event description:
It was reported to philips that the device failed pacing, pads, and paddles during operational testing. The pacing output was correct and the therapy port was not worn or damaged. There was no reported patient or user involvement and no adverse patient/user impact.